Event description:
An end user reported an issue with a never touch 65cm kit w/gripper and rfid. During the second run with the fiber, the laser fiber burned through the introducer sheath, burning the physician. The burn was between a first and second degree burn. It was cleaned with soap and water and bandaged. The physician was able to remove the sheath and fiber as one unit. When the fiber was removed from the sheath, it had broken into two separate pieces with the distal tip intact. Both pieces had been retained inside the sheath. The burn site/fracture point on the sheath was outside of the patient. Due to this event, it was determined to terminate the procedure. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).